Event description:
It was reported that the catheter was difficult to slit during the implant procedure. As a result, the physician slightly cut himself on the hand. The physician was in stable condition.

Manufacturer narrative:
As received, a complete cps tool was returned in one piece for analysis. A visual inspection of the cps tool revealed it was cracked and damaged which is consistent with an improper slitting technique used in the field.